Event description:
It was reported that during implant, as the physician was connecting the leads to the cardiac resynchronization therapy defibrillator (crt-d), the set screw "pulled out" of the device. A replacement crtd was chosen and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a missing set screw. Analysis was performed and no anomalies were found.